Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system console kit was noted to have a non-operational system led display. There was no patient involvement.